Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator boards were reseated. The high voltage cable connectors were regreased and the handswitch was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently displayed errors and would shut down without command. No pt injury was reported.